Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the subject device to a third party laboratory for additional microbiological testing. The results of additional microbiological testing by the third party laboratory were as follows: [first time; (B)(6) 2020] air/water channel: unspecified microbes (>20 cfu/ml). Auxiliary water channel: unspecified microbes (2 cfu/ml). [Second time; (B)(6) 2020] no microbe was detected from the sample collected from the distal end and all channels. Oekg checked the subject device and found the following. The light guide lens was scratched and cracked. The adhesive around the light guide lens and objective lens was porous. The bending section rubber was porous. The adhesive of the bending section cover was partially peeled off and worn out. The air/water cylinder was worn out. The suction cylinder was worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -all channels: unspecified microbes (27 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, machine soluscope 4, using peracetic acid. There was no report of infection associated with this report.